Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with an infected lump underneath sensor pod area, which occurred 4 days after the sensor had been inserted in the arm. The patient consulted a doctor over the phone and an oral antibiotic was prescribed (amoxicillin). No photo was provided. There was no documentation of examinations or laboratory test performed. After the treatment, the patient recovered, and the skin reaction was almost healed at the time of the report. No additional patient or event information is available.